Event description:
It was reported that the insulin pump alarmed motor error during the bolus procedure. The blood glucose reading was 151 mg/dl. No significant events leading to the alarm were observed. The customer stated that he was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit alarmed motor error during basic occlusion test due to cracked end cap. The motor was tested outside the device and passed. Unit received with cracked case at display window corners. Unit received with scratched lcd window.